Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis, will be submitted as a follow up report.

Event description:
It was reported that the patient noticed a loud crackling sound, followed by no sound through the speech processor. This was not resolved on replacement of the external equipment. Testing confirmed that the implant has malfunctioned.